Event description:
Provider states left side where seat bolts through from the frame broke in half at the screw hole. Lot number pw121101 still under 2 year warranty ((B)(6) 2012). Sending warranty replacement.